Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. Three (3) volumetric tests of 120ml/hr and 10ml were performed and tested within specification: 1st test: 9.93ml or 99% of expected volume, 2nd test: 9.84ml or 98% of expected volume, 3rd test: 9.86ml or 98% of expected volume. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: a nurse hung a 100cc bag of insulin as a secondary infusion and programmed the pump to run at 10cc/hour. The nurse went back 30 minutes later and the entire bag had infused. No patient injury.